Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported the pt presented to the emergency room (ER) with an inr of 1.4 (the hospital had lessened the pt's anticoagulation regimen due to a history of gi bleeds). The hospital performed an echocardiogram (echo) and they were essentially unable to compress the left ventricle. The aortic valve was opening with every beat with no difference in blood flow at the inflow and outflow and subsequently the hospital made a decision to exchange the lvad. The pt remains stable on IV heparin.